Manufacturer narrative:
This report was submitted january 10, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on 06 november 2019.

Event description:
Per the patient's surgeon, the patient's device was explanted on (B)(6) 2019 due to infection at implant site. Re-implantation is planned but has not taken place as of the date of this report.